Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the unknown device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records could not be performed. However, prior to distribution zib devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: root cause review: a definitive root cause could not be determined from the available information. A possible root cause is available in the literature and stated as continuous irritation from the stent mesh, tumour invasion of the adjacent artery, adhesion between the stent and tumour mucosal damage around the distal end of the stent. This is all covered by haemorrhage summary: the complaint is confirmed based on customer testimony. From the available information it is known that the patients required further surgical intervention/ additional procedures. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
PMA/510(k) #: k182980. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Pyeong hwa kim et al 2019 (zib) ¿ ¿embolization for delayed arterial bleeding after percutaneous self-expandable metallic stent placement in patients with malignant biliary obstruction¿. The stent deployment techniques, stent types and configurations were decided by the operators according to cholangiographic findings and initial catheter drainage: unilateral stenting with a single stent placement through a single percutaneous route; unilateral stenting with two-stent placement through different percutaneous routes; bilateral stenting with stent- in- stent technique (off label) through a single percutaneous route (t- configuration) or through different percutaneous routes (y- configuration); bilateral stenting with side-by-side technique (off label japan) through bilateral percutaneous routes; and bilateral stenting in a crisscross configuration through bilateral percutaneous routes. All sems deployments were performed using commercially available uncovered stents (zilver, cook medical, bloomington, indiana. After stenting, one or two temporary ptbd tubes were inserted just proximal to the stent(s). Those were removed after 2¿3 days of clamping after confirmation of patent contrast flow through the stent(s) into the duodenum or jejunum on cholangiography. Dsa of the celiac axis showed pseudoaneurysm alone close to the stent mesh (n = 10), pseudoaneurysm close to the stent mesh with contrast extravasa-tion to the duodenum (n = 3), pseudoaneurysm close to the stent mesh with arteriobiliary fistula (n = 1), in- stent pseudoaneurysm alone (n = 4) and in- stent pseudoaneurysm with arteriobiliary fistula (n = 1). The origins of bleeding were the right hepatic artery (n = 9), the gastroduodenal artery (n = 3), the right ante-rior sectional artery (n = 2), the right posterior sectional artery (n = 1), the left hepatic artery (n = 2) and proper hepatic artery (n = 1) and the posterior superior pancreaticoduodenal artery (n = 1). Recurrent bleeding 3 days after initial direct nbca embolization for pseudoaneurysm of the gastroduodenal artery occurred in one patient (5.3%, 1/19, patient 15), who was treated with a second tae. During the second tae, regions both proximal and distal to the pseudoaneurysm and the pseudoaneurysm itself were embolized using coils and nbca.